Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect component from the customer for evaluation; the customer has indicated no component is available to send back to carefusion. The customer identified a disposable patient circuit as the cause of the auto-cycling, not any component or specification associated with the ventilator. The ventilator has been returned to service at the facility.

Event description:
The customer reported during post operational verification testing of the device in the neonatal pressure (simv) mode, the avea ventilator auto-cycles. No reported patient involvement with this event.